Event description:
It was reported the led lights were not lighting.

Manufacturer narrative:
Other, other text: additional information d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Corred drain fitting, scratched membrane switch, broken light emitting diode (led) on printed circuit board (pcb). The technician removed front cover and visually inspected. The reported issue was confirmed. The root cause of the reported issue was due to impact to the leds by customer. The technician replaced pcb.